Event description:
It was reported that externalized conductors were observed during explant. It was also reported that the electrical measurements of the lead were normal.

Manufacturer narrative:
No medwatch form was received. Externalized conductors due to internal insulation abrasion were found at 9.5-15.0cm from the lead tip. Internal insulation abrasion was found at 9.5-10.5cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was found at 14.5-15.5cm from the lead tip. The etfe coating was abraded at the same location.